Event description:
In 4/94 rptr had a spinal fusion implanting screws to facilitate procedure due to failure of surgery in 7/93. All dr's advice followed upon return home. At each md visit, x-rays were reported to show healing as expected. On 11/8 md informed rptr that screw was broken in back with no alternative to improve life. Lortab for pain three times a month. Then discontinued despite ongoing pain. No alternate offered beyond ibuprofen.